Event description:
It was reported that after the equipment had been set up and white balanced, there was no image on the screen after the procedure had begun.

Manufacturer narrative:
The device was returned for evaluation where the product investigation revealed that the allegation of unit not being recognized by the camera head was confirmed. The defective product was forwarded to the supplier and the investigation indicated that the unit failed due to the track on the flex board connecting the spb board to the camera head¿s plug socket was broken causing the camera head not to be detected. No further investigation is required. (B)(4).